Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's stimulation is turning on and off without warning or from obvious reasons and occurs more frequently while in bed. In addition, the patient believes the scs system has never functioned correctly hence, patient underwent surgical intervention on (B)(6) 2016 where the entire scs system was explanted.